Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during a stored treated episode. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to t-wave oversensing when the r-wave amplitude decreased. This patient will be seen in clinic for further evaluation to find the most appropriate sensing vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.